Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was programmed to left ventricular (lv) only. The patient reported feeling sporadic chest pain, and troubleshooting confirmed the symptoms were reproducible with intentional right ventricular (rv) lead pacing. As a result, the field representative programmed the biventricular (biv) pacing off. Right atrial automatic threshold (raat) test trend was running, and was turned of as well. However, the patient called back to report she was still experiencing the same pain. Technical services (ts) explained that rv pacing was still provided via biv pacing during an atr mode switch, and the device would also deliver rv pacing if lvpp was active. Left ventricular automatic threshold (lvat) test was also on, and the rv provided back up pacing during lvat testing. It was noted that in-office review also revealed that a stored atrial tachy response (atr) episode contained farfield oversensing. Additional information received reported that the patient was feeling the rv pacing, and rv pacing was turned off. This crt-d remains in service and will continue to be monitored. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.